Event description:
It was reported that implantable cardioverter defibrillators (ICD) device was explanted due to fault code error. The patient smoked lot of methamphetamines which caused ventricular tachycardia/ ventricular fibrillation (vt/vf). This device had delivered at least 128 total mx energy before the fault code was presented. The fault code message appeared a month ago. Subsequently the device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.

Event description:
It was reported that implantable cardioverter defibrillators (ICD) device was explanted due to fault code error. The patient smoked lot of methamphetamines which caused ventricular tachycardia/ ventricular fibrillation (vt/vf). This device had delivered at least 128 total mx energy before the fault code was presented. The fault code message appeared a month ago. Subsequently the device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.

Manufacturer narrative:
The returned implantable cardioverter defibrillators (ICD) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. A series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation and recording functions. Based on the memory log the device battery voltage was greater than 2.7 volts and the power usage was normal while implanted, all therapy was available while implanted. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.